Event description:
Consumer left a review online at (B)(6) stating both tests in the inteliswab kit gave false negative results. Consumer also stated the swab was odd shaped and rough. (B)(6) review (B)(6) 2021: my son took two of these and they were both false negative and the swab is odd shaped and rough.

Manufacturer narrative:
Consumer posted a review on (B)(6). No follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review online at (B)(6) stating both tests in the inteliswab kit gave false negative results. Consumer also stated the swab was odd shaped and rough. (B)(6) review (B)(6) 2021: my son took two of these and they were both false negative and the swab is odd shaped and rough.